Event description:
It was reported by the customer that the device fails the system check test. There was no specific malfunction reported. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4).